Event description:
Upon initial contact, advised device overheating, got hot and burned patient's mouth. When contacted for additional information, advised that during crown prep, attachment head heated up and produced small burn to patient's tongue. Very small and no follow up was scheduled, treatment was pain medicine and antibiotic gel.

Manufacturer narrative:
(B) (4)